Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID neu_unknown_lead, product type lead.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was unsure what led to the issue with not emptying their bladder. They changed the battery and leads, but they were still not emptying.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID neu_unknown_lead, product type lead.

Event description:
Additional information was received from a con. It was reported that the patient had continued infections, which required needing to get off of antibiotics. The steps taken to resolve the retention was cathing.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient was having gi problems and the doctor said they needed to get off antibiotics and found out they were still not emptying. The patient was still not emptying their bladder and had the battery replaced 5 months ago due to normal battery depletion and the leads replaced two weeks ago. The patient wasn¿t emptying the bladder and they thought changing the leads was the next step; they found nothing wrong with the leads. The patient felt stimulation. Troubleshooting could not be done due to the patient not having access to the product at the time of the report. It was suggested that the patient increase stimulation to the point they felt it but that it doesn¿t hurt. No further complications were reported/anticipated. See related MFR reports: #3004209178-2017-08202 and #3004209178-2017-08208.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.